Event description:
The customer alleged that he rec'd a control test result of 189 mg/dl. A control range was not provided, but should be around 105-145 mg/dl. No adverse events were alleged. The customer did not have any test strips left, so no product will be returned.